Event description:
Distributor report states that product was used to close an incision during back surgery. It was reported the original surgery was 2002 and the wound opened sometime around 5/02. Pt had another surgery in 4/02, pt did not know if it was related to their wound opening. Pt now has staples. Pt will have a third surgery and does not know what that one is for either. Pt reports being compliant with activity restricutions. Pt reports showering every day with soap and water but did not scrub the area, which was not covered or bandaged; it was open to air and pt did not rub it with a towel to dry it.